Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit would turn on, the power /supply/adaptor overheated and started smoking. It was indicated that the power supply was swapped, checked fuses and power cycled the unit. There was no patient involvement.